Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 45 mg/dl and was treated with candy and pizza. The customer¿s other blood glucose levels were 135 mg/dl, but most days the blood glucose was between 70 mg/dl - 80 mg/dl, 154 mg/dl, 64 mg/dl, and 69 mg/dl. The customer does not use auto mode. The customer also mentioned that they are not using the basal rate and are just bolusing with the insulin pump and still on long acting insulin. The customer stated that the issues started around (B)(6) 2019 and was not aware of their blood glucose. The customer declined troubleshooting for low blood glucose. The device will be returned for analysis.